Event description:
It was reported the implanted intraocular lens(iol) was removed and replaced without complication at 1 month post-operative due to the improper iol power implanted. A lower diopter lens of the same model was implanted.

Manufacturer narrative:
(B) (4). The intraocular lens (iol) was received and the diopter measured correct as labeled, 21.0 diopters. Resolution, astigmatism and focal length met all manufacturing specifications. Account confirmed the initial lens was replaced with a lower diopter, 19.5, iol of the same model. While we were unable to determine the definitive cause of this event our investigation reasonably suggests it is not manufacturing related.